Event description:
It was reported that the patient awoke with a blood glucose reading of 529mg/dl. A family member denied that the patient complained of nausea, vomiting, or shortness of breath; trace ketones were observed in the urine. The family member gave a manual injection of insulin to correct the elevation. She recalled that the patient's blood glucose was 213mg/dl before bed the night previously. She did not detect any pump alarms.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.